Event description:
It was reported that a patient underwent an atrial fibrillation (afib - persistent) ablation procedure with a pentaray nav and although there was heparin serum in the catheter, blockage occurred. The catheter was completely blocked. The product was used once, then the catheter came out, there was no problem at that time. Ablation was performed and mapping was requested to be performed with pentaray again. Although the flow was continuous, the blockage occurred. An attempt was made to flush with high speed from the pump. There were no problems with the pump. It was observed that the pentaray was blocked while trying to flush again. No adverse patient consequence was reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device number lot 31292553l and no internal action related to the complaint was found during the review. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib - persistent) ablation procedure with a pentaray nav and although there was heparin serum in the catheter, blockage occurred. The catheter was completely blocked. The product was used once, then the catheter came out, there was no problem at that time. Ablation was performed and mapping was requested to be performed with pentaray again. Although the flow was continuous, the blockage occurred. An attempt was made to flush with high speed from the pump. There were no problems with the pump. It was observed that the pentaray was blocked while trying to flush again. No adverse patient consequence was reported. The device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection and irrigation test of the returned device were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test since the no flow was observed. Afterwards, an aluminum wire was introduced in the luer hub, and the wire got stuck at the tip area. Finally, tip was dissected, and the irrigation tube was inspected, and it was found the irrigation tube was folded at the tip section. A manufacturing record evaluation was performed for the finished device number lot 31292553l and no internal action related to the complaint was found during the review. The irrigation issue reported by the customer was confirmed. The potential cause of the folded irrigation tubing cannot be determined. The instruction for use (IFU) contain the following warning and precautions: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).